Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a stockert j70 rf generator system. The remote displayed black and also during ablation the stop button on the remote did not work. Subsequently, the stop button on the stockert j70 rf generator system had to be pressed to stop the ablation. There was no unwanted ablation. The issue improved by rebooting the remote but the display issue occurred occasionally. When the memo key button was pressed, it displayed or did not display repeatedly. Although they were still having the issue, the procedure was completed with using the same system without patient consequence. The device was evaluated and power cable was defective. Defective part was replaced. Issue was resolved. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a stockert j70 rf generator system. The remote displayed black and also during ablation the stop button on the remote did not work. Subsequently, the stop button on the stockert j70 rf generator system had to be pressed to stop the ablation. There was no unwanted ablation. The issue improved by rebooting the remote but the display issue occurred occasionally. When the memo key button was pressed, it displayed or did not display repeatedly. Although they were still having the issue, the procedure was completed with using the same system without patient consequence. The inability to stop radiofrequency during ablation was assessed as a reportable malfunction as it can result in patient injury.